Manufacturer narrative:
Batch review performed on 02-sep-2022: lot 2105228: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved. Batch reviews performed on 02-sep-2022: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 2117993: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-25. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex size 2/10 mm l (k121416) lot 2118427: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient came in reporting pain from a knee dislocated. The dislocation was due to a posterior capsule rupture that occurred the day after the primary surgery. At about 3 days after the primary, the surgeon converted the patient to a hinge knee and the surgery was completed successfully.